Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump with serial number (B)(6) became nonfunctional after a leaking insulin cartridge allowed fluid to enter the pump, and despite guidance to restart and place the device on the charging pad, the pump would not power on; the issue was associated with moisture damage and involved the seal component. Symptoms included hyperglycemia with a blood glucose value of 350 mg/dl. Outcomes included the need for unexpected medical intervention, with the user transitioning to subcutaneous insulin via pen. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to the seal, consistent with moisture damage affecting device function. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.